Event description:
The customer stated "pile compartment broken". There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary cadd - solis vip sn:(B)(6) was received from the customer stating that "pile compartment broken". Visual test was performed- found damaged dso seal, damaged battery compartment. Functional test was performed. Occlusion test was used. Customer problem was duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso seal, and battery compartment were replaced.